Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There was one other complaint for the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, the leading haptic bent was noticed before implanting the lens in the delivery system and the cataract procedure turned into an unplanned vitrectomy. The final diagnosis was descemet¿s tear with corneal edema, posterior capsular tear with no vitreous loss noted. The patient left aphakic. The symptoms were not resolved at the time of reporting.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Blood and solution was dried on the lens. Both haptics were bent in the distal area. One haptic was pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The haptic insertion area of the pulled out haptic is torn/split/cracked. The optic was cut from edge towards center, typical of insertion and removal. The optic edge has small nick/chips with lens material missing (not returned). The file indicated the use of a qualified cartridge, handpiece, and viscoelastic. The reported bent haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).